Manufacturer narrative:
The customer¿s test strips were requested for return. The customer stated that the test strips have been discarded and are not available for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 5:33 pm the meter result was 2.3 inr and the laboratory result from a venous sample collected 30 minutes later was 1.7 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer stated that sometimes the finger would be puncture before the strip is even inserted into the meter to ensure they have enough time to collect a large blood sample. The customer confirmed that for the sample that resulted in the meter result of 2.3 inr, the sample was applied within 15 seconds of the puncture. The customer is currently on lovenox shots. They are taking 100mg every 12 hours. Based on the laboratory result of 1.7 inr on the date of the event, the customer's coumadin dosage was double on (B)(6) 2019 and then was to return to their normal dosage.